Manufacturer narrative:
The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that during the scheduled vena cava filter retrieval, a limb became detached. The filter was also noted to be tilted prior to the retrieval. The detached limb was embedded in the ivc wall and could not be retrieved. No pt injury was reported.